Manufacturer narrative:
A ge service representative performed an on site investigation. It was recommended that parts were replaced; however, the fse is waiting for this approval. No conclusion can be drawn.

Event description:
The customer reported the system's batteries failed to maintain a charge. No report of pt injury.